Event description:
It was reported that the staple jammed. No injury to the patient. A new set was used.

Manufacturer narrative:
Qn#(B)(4). A functional, visual, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review of the product visistat 35w 6/box lot# 73b2100299 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available, and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: